Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was done (B)(6) 2010. The device was programmed at 240 ms (B)(6) after implant and would have more than likely drained the battery. The lead had also migrated so the hcp decided to put in an entire system and left the other device in. The patient was doing better and was programmed at amplitude 1v; pw-210ms; rate 14; cycling on/off 16s/8s. It was reported that the device received an eos/eol message. The ins was to be replaced on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.